Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.

Event description:
Nurse reports cut by non-retracted blade. Nurse treated in emergency room for puncture wound assessment.